Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed based on the observed link detachment resulting in a suture retrieval issue. The difference between the two failure modes is often not discernable to the user. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The two additional perclose proglide devices are filed under separate manufacturer report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with three proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, cuff misses occurred with all three proglide devices. The sheath was upsized to 14f and the aaa procedure was completed. During surgical suturing to close the left common femoral artery, a huge calcification was visible at the puncture site. There was a reported clinically significant delay in the procedure due to the surgery to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is in- training in the use of the proglide device. No additional information was provided.